Event description:
Additional information was received noting that the patient underwent a full revision. It was noted that the revision was due to high impedance. More information was received confirming that the event was in fact a high impedance event and not a low impedance event. The reported fall was noted to be the cause of the high impedance. It was noted that the explanted devices are not available for return as it was discarded no other relevant information has been received to date.

Event description:
It was reported that the patient was seen due to low impedance. It was noted that the patient fell about a month ago striking near their left shoulder, fall was not alleged against vns. Upon receiving x-ray by physician there was a note that the x-ray report noted "lead twisted at level of clavicle versus partially broken." Additional information was received noting that patient is referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.